Event description:
A site ent nurse reported the software unexpectedly exited during an ent surgery. They were able to re-register the patient and continue to complete the procedure with the use of the landmarx evolution. There was not impact on patient outcome.

Manufacturer narrative:
Site declined to provide patient information. Follow-up report from the site stated that their biomed made changes to the ip address and the system was working fine; subsequent surgery went well with no further issues. Software has not been evaluated as of the date of this report.